Event description:
It was reported that this pacemaker exhibited undersensing, loss of capture (loc) and low amplitude on the right ventricular (rv) lead. The involved lead is a non boston scientific product. Boston scientific technical services (ts) also noted the right ventricular automatic threshold (rvat) test was in suspended mode. Boston scientific technical services (ts) was consulted and reprogramming options as well as further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.